Event description:
I don't have a date the procedure was done, but it was in 2008 according to my card. In 2009 I developed chronic pain, fatigue, nausea, and constant low level pain in my abdomen. I've had chronic utis in that time, as well as migraines. My periods stopped completely last year. The path to diagnosis stopped when I lost my insurance along with my job that I was in too much pain to work. (B)(4).